Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2014-02825, reference MFR report: 1627487-2014-02827.

Manufacturer narrative:
Results: optical inspection of the returned lead showed a broken wire on channel 4. The broken wire was consistent with an overstress condition the lead is subjected to while implanted. The reported event was confirmed for ¿ineffective stimulation¿, as the broken wire would have caused the stimulation to become ineffective. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2014-02825. Reference MFR report: 1627487-2014-02827.